Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator front panel display disappeared. The issue occurred during preparation for an unspecified diagnostic procedure. The facility completed the procedure with a replacement device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed the complaint. D8 added information. H4 added information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, olympus did confirm no display and presumed it was a faulty led. Olympus was unable to presume the cause of the phenomenon from the available information. Olympus did confirm that the screen turned off without a presumable cause. Root cause for both issues could not be identified. Olympus will continue to monitor field performance for this device.